Event description:
It was reported that a small volume folfusor had a foreign body within the line of device. This issue was discovered during a second check of the prepared device during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between august 25, 2022 -august 27, 2022. H10: the device was received for evaluation. A visual inspection was performed and a reddish brown particle measured to be 0.60 square mm in size was observed embedded in the material of the tubing line. The particle was not in the fluid path because it was embedded in the material of the tubing line. During ftir spectroscopy testing the particles were identified as a mixture of polyvinyl chloride (pvc) and phthalate material. Pvc is the raw material of the device tubing line. A fragment of burnt pvc (reddish brown particle) can potentially be embedded in the material of the tubing during the manufacture of the device component. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.